Event description:
The reporter did back to back blood glucose testing, with results of 112 and 218 mg/dl. Reporter did not have any symptoms. A control test was in range. The reporter had placed too much blood on the strip for the first test. Often reporter places an extra drop on the pink pad or it covers the entire pink and white area. On followup, the lifescan representative trained on use of control solution, sample application, storage, coding and cleaning. No harm was alleged.